Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire tech support performed an evaluation. The root cause was found to be a defective display (interference is visible on entire screen). As a resolution, the defective display was replaced and the issue resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced a display color was not proper. It was confirmed there was no patient involved associated with the reported issue.